Manufacturer narrative:
Additional information: on 9/23/2019, the mentor failure analysis lab received the device for evaluation. On 10/3/2019, the product investigation was completed. Device investigation summary: during evaluation the sample was received incomplete. Also a crease was found in the edges of the tear. No additional observations these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: , continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent a breast augmentation revision with mentor memorygel breast implants 700cc and experienced bilateral rupture post-operational. The rupture was discovered during an MRI. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 700cc, catalog number 3507004bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the right side.